Manufacturer narrative:
The returned programmer was inspected and analyzed. Upon receipt at our post market quality assurance laboratory, visual and functional analysis were completed on the programmer. The j89 alternating current (ac) power port was damaged, as if excessive force was used to insert an accompanied power adapter. The pasing system analyzer (psa) port was damaged as well, as if an unintended manner of cable removal resulted in damage. Inspection documented these product conditions to be induced damage. To address the product condition of induced damage, the pasing system analyzer and carrier board assemblies were replaced. Following component replacement, no further issues were documented.

Event description:
It was reported that this integrated programmer was received by post market quality assurance without a known reason for out of service. No adverse patient effects were reported.